Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that patient was kept for observation and the the magnetic resonance imaging (MRI) revealed a shadow indicating that air was not likely present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively after a pulsed field ablation procedure, the patient had left hemiplegia. Upon performing an magnetic resonance imaging (MRI) examination, a cerebral infarction was confirmed. The patient recovered without any treatment afterwards. When the physician checked the electrocardiogram, after pre-mapping, it was confirmed that the st had increased when the system was replaced, but it was overlooked. It was suspected to be an air embolism, but the cause was unknown. The witnessing manufacturer also claimed that the st had increased immediately after powering up the pulsed field ablation and the physician and the manufacturer suspected a thrombus caused by the ablation, but its relatedness is unknown. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.